Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported on follow-up received that the controller was exchanged for a software upgrade and was not exchanged due to loose battery connections.

Manufacturer narrative:
Product event summary: the controller of unknown serial number was not returned for evaluation. A review of the manufacturing documentation could not be performed because the unit's serial number was not indicated. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; based on an internal investigation, a possible root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the battery connections on the controller was loose. The controller was exchanged. No patient complications have been reported as a result of this event.